Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 542 mg/dl and small ketones. Reportedly, the pump's alarm sound was not annunciating. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
On 4-2-2024, the following information was reported: a review of the pump history revealed that the proper high blood glucose (bg) alerts/alarms occurred prior to the event. During troubleshooting, the pump speaker functioned as intended and had annunciated an alarm sound at the time of the reported issue; however, the customer ignored the alarm sounds. B1 (remove product problem), h6 (remove code 1019, add code 2993).